Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the head ran up and now it will not lower, not even when the CPR is pulled.